Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ;defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patients device is not delivering current. Output was programmed to deliver but diagnostic error reported current not delivered. System diagnostic tests were reportedly interrupted. Device was programmed to a lesser value but diagnostics were again interrupted. The session report was accessed after ending the session which also displayed current not delivered. Xrays were taken and patient has been referred to surgeon. A previous diagnostic showed impedance was within range. Device history records were reviewed and the device was seen to pass all functional and quality testing prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the suspect device.

Event description:
Tablet data was received and reviewed confirming a reed switch stuck closed malfunction. Patient was seen and device was able to be interrogated and programed. Error messages were seen including current not delivered and error code 254 was seen. Lead impedance was reportedly not available. The device has been disabled. Surgery date is to be set. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
A2. Age at time of event, b3. Date of event; corrected data; supplemental #1 neglected to update the event date and patient age at time of event based on findings in the decoder review of when the reed switch became closed.

Event description:
The patient had a battery replacement. The explanted device has been received into product analysis. No other relevant information has been received to date.